Event description:
Complainant alleged that the associated device failed self test with these electrode pads attached. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.